Event description:
In this event it was reported that a midwest e attachment overheated while in use; no injury resulted.

Manufacturer narrative:
After assessment under the microscope, we see that the items were very dry. This is a sign that probably the lubrication was not regularly carried out. Because of lack of lubrication, the ball bearings and gears are defective and worn-out. Root cause is determined to be cartridge poor lubrication/maintenance. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Though no medical/surgical intervention ws required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.